Manufacturer narrative:
Investigation outcome: the problem reported was related to the hamilton-c1 ventilator with 'loss of external power' alarm and battery not charging. No harm to patient, user or third party was reported. Also, no medical intervention was required or reported. The service engineer identified the cause of the problem as a defective power supply. The root cause of the reported issue was defined as a defective power supply. The problem was resolved by replacing the faulty msp396232 power supply. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "machine not working. Power supply defective, machine not charging. Machine show alarm loss of external power, cross check power cable but problem is same. Cross check the power supply, removed alarm." The patient had been shifted on another ventilator before the ambient state. No health consequences or impact.. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The original awareness date of the case was (B)(6) 2025. However, information about patient involvement and the ambient state of the device was received on (B)(6) 2025.